Event description:
During an implant procedure, a diagnostic anomaly that resulted in a false pause prior to activating the device detection settings was observed. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.